Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The technician found the extension spring for the left CPR latch was disconnected. The technician replaced the spring to repair the bed.